Event description:
Revision surgery - the pt was doing well until a recent fall that resulted in a tear of the pt's subscapularis and hematoma. The injury became infected, which required the implants be removed with an antibiotic spacer be implanted.

Manufacturer narrative:
On (B)(6) 2012 an agent informed djo surgical of a revision surgery involving the replacement of an rsp shoulder. The agent reported "the patient was doing well until a recent fall that resulted in a tear of the subscapularis and hematoma. The injury became infected which required the implants to be removed and an antibiotic spacer was implanted." The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information submitted with this complaint about any patient activities, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the sterilization records show that the reported devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. (B)(4). The root cause for the subscapularis tear and hematoma were most likely due to the patient falling. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding any pre-existing conditions that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect.